Event description:
Device malfunction: exchange sheath and clip applier separation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after engaging the vessel locator button the sheath and the clip applier separated, resulting in the sheath "corrugating" or accordioning. The device was removed without using the safety release procedure per the instructions for use and the device was removed with the vessel locator wings open. Hemostasis was achieved using manual compression. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Sheath accordion - incorrect removal - the customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.